Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed on the shock electrogram (egm) however, there was no inappropriate therapy as a result. Technical services discussed possible causes and provided troubleshooting options. Troubleshooting was performed and the noise could be re-created. Additionally, there was a deterioration in shock lead impedance and observations of high thresholds. It was suspected that there was an insulation issue. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the lead was surgically abandoned and not explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed on the shock electrogram (egm) however, there was no inappropriate therapy as a result. Technical services discussed possible causes and provided troubleshooting options. Troubleshooting was performed and the noise could be re-created. Additionally, there was a deterioration in shock lead impedance and observations of high thresholds. It was suspected that there was an insulation issue. Subsequently, the lead was explanted and replead. The lead not expected to be returned. No additional adverse patient effects were reported.